Manufacturer narrative:
(B)(4).

Event description:
Patient reported a transmitter failed error.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction d4: serial number - correction d9: device returned to MFR - additional d9: date device returned - additional e1: initial reporter zip code - additional e1: initial reporter postal code - correction g3: date received by mfg - correction g6: type of report - follow-up h2: type of follow up - correction h3a: device evaluated by mfg - correction h3b: evaluation included - additional h6: type of investigation - additional plus remove 4114 h6: investigation findings - correction h6: investigation conclusion - correction h10: corrected data

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing and download test with nordic bluetooth device was performed and passed. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.